Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap sticker had a black dot stain with a line that connected the dots. Customer's blood glucose was 400 mg/dl. Customer declined troubleshooting for high blood glucose stating that high blood glucose was due to junk food eaten. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump received with minor scratched display window, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.